Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's pacemaker was in backup mode. No intervention was performed. The patient was stable.

Event description:
New information received notes that the pacemaker was explanted and replaced. The patient was stable after procedure.